Event description:
Arjo became aware of an auto logic pump malfunction. The customer staff observed sparks from the damaged power cord and the alleged explosion. The device was in use at that time. No injury was reported.

Manufacturer narrative:
Arjo became aware of an auto logic pump malfunction. The customer staff observed sparks from the damaged power cord and the alleged explosion. The device was in use at that time. No injury was reported. An arjo technician during an on-site visit established that the pump was excluded from use. The cable was mechanically damaged (insulation was cut) because it was trapped in the bed frame side rail. At that time, the short circuit occurred and the customer staff observed sparks. The customer was unsure if the power cord was secured according to the instruction for use into the cable management flaps along the sides of the mattress but confirmed that they are aware of the requirements. According to the instruction for use (630933en), arjo recommends ¿make sure that the mains power cable (...) Are clear of moving bed mechanisms or other possible entrapment areas. The mains power cable of this pump is designed to allow movement of the bed, and should be fitted into the cable management flaps along the sides of the mattress, as described in this manual.¿ the power cord was found to be damaged and from that perspective, the device did not meet performance specifications. The device was in use by the patient. No injury or other medical consequences were reported. The complaint was assessed as reportable due to the allegation about the sparks from the damaged power cord.